Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. The previous report was sent in error. The product the complaint was against was the infusion set. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.